Event description:
It was reported that during a hip scope the speedstitch needle bent while trying to close capsule. The operation was completed with a delay greater than 30 min and using a s+n backup device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h2: additional information on b5. H11 h2: corrected information on b1, b2, h1, h6.

Manufacturer narrative:
H10. Investigation updated: the device reported, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2047483 found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the product/print specifications found material discrepancy used during manufacturing. A visual inspection was performed and found a damaged needle. The complaint is confirmed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. A corrective action was initiated to mitigate recurrence of the reported event and a field action was initiated to recall the product. Further evaluation regarding supplier controls are currently in progress. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip scope the speedstitch needle broke while trying to close capsule. No pieces were left inside the incision. There was a delay greater than 30 min and it is unknown how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the device reported, used in treatment, was returned for evaluation. A review of manufacturing records for the reported lot number 2047483 found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the product/print specifications found material discrepancy used during manufacturing. Visual evaluation shows a defective needle. The distal tip of the needle is deformed and can't hold a suture. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: supplier related issue - failed to provide material that meet specification. The failure is being assessed for recommended actions and further evaluation regarding supplier controls are currently in progress. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: the device reported, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2047483 found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the product/print specifications found material discrepancy used during manufacturing. A visual inspection was performed and found a damaged needle. The complaint is confirmed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. The failure is being assessed for recommended actions and further evaluation regarding supplier controls are currently in progress. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.